Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, noticed a defect on preloaded lens and it was not removed. Additional information has been requested, yet no new information received.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).